Event description:
Reported one false negative sars result. The consumer communicated the result was positive by alternate testing method (method unknown). It is unknown if the consumer was symptomatic.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.